Event description:
During a laparoscopic cholecystectomy, the surgeon reported possible coupling with his subzyphoid trocar. The skin appeared to have a 1-2cm blanced "halo" around the skin incision. This was the only site cautery was used. The surgeon reported the pt may need a scar revision.